Event description:
(B)(6 )clinical study. It was reported that following a coronary artery stenting treatment procedure, the patient had myocardial infarction (mi). In (B)(6) 2008, the patient presented with dyspnea on exertion. Stress test was positive for reversible ischemia in inferior lateral wall. The patient was diagnosed with stable angina (ccs classification: 2) and cardiac catheterization was recommended. The target lesion was located in the mid right coronary artery (mid rca) with 80% stenosis and was 20mm long with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilation and placement of a 2.75x28mm taxus perseus stent, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with complaints of chest pain associated with nausea and vomiting. The patient was hospitalized on the same day. Angiography revealed focal ostial stenosis of a promus stent in the prox rca and patent taxus perseus stent in the mid rca. Troponin was found to be elevated, but did not meet protocol definition of mi. The patient was diagnosed with non st elevation myocardial infarction and cardiac catheterization was recommended. The patient was treated medically. No intervention was performed. The event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).